Event description:
Laparoscopic assisted hemicolectomy procedure. Initial set up: valleylab ligasure generator with recycled/sustainability solutions ligasure handpiece lot# 82760462x. The doctor noted that energy was not efficient enough to cut tissue. The settings were increased on the generator with no improvement. The generator was turn off and restarted and still no improvement. A different generator was brought in and hooked up to same disposable handpiece and it functioned as intended.